Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d implanted (B)(6) 2019. Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was explanted and replaced with no product performance issues indicated. The lead was returned to the manufacturer and subsequently tested out-of-specification during manufacturer's analysis. No patient complications have been reported as a result of this event.